Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would initiate charging and then would not recognize the power source. This occurred despite the attempted use of multiple usb cables and power sources. There was no reported impact to the customer's blood glucose (bg) levels. Customer declined a replacement pump and indicated that the current pump would be used to continue diabetes management.